Manufacturer narrative:
Block b3: exact date unknown, event occurred over a week ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inefficient pain therapy and shocking sensations. The patient also reported increased pain and discomfort. The patient was doing well after a program optimization.